Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that the pt head right rail will not lock in the up position and the power cord is missing the ground prong. No pt involvement or adverse consequences are reported.